Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during drain on the home choice (hc). The technical service representative (tsr) instructed the cg to cycle the power. The tsr instructed the cg to end therapy and restarted the setup with all new supplies. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, the reason for the alarm was that the patient line was clamped during prime. The cg stated the hp did not disconnect, that the hp was connected during the alarm. The cg stated they discarded the supplies and started over with new supplies. The home patient (hp) resumed therapy with the new supplies. The peritoneal dialysis nurse (pdrn) was not contacted regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the clamp on the patient line during priming was closed. The instructions are accurate and provide sufficient level of detail on this use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.